Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator change procedure. During the procedure, it was noted that the outer insulation of the atrial lead was worn. The worn section of the lead was repaired and remained in use. The patient was stable before, during and, after the procedure.